Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display or constant tone noted during testing. The device was received with cracked battery tube threads and cracked case along the side of the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was red blinking and vibrating with blank display. The patient¿s blood glucose level was 179 mg/dl at the time of the incident. The customer also stated that, the battery compartment was damaged. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.